Manufacturer narrative:
H10 h3, h6: the device, intended for use in treatment, was returned for evaluation. The functional inspection of the returned handpiece found that after autoclaving and cooling down, the handpiece motor required higher than normal torque to move. The DHR was reviewed and the reported product met manufacturing specifications prior to be released for distribution. A complaint history review found similar complaints of the reported issues. The relationship of the device and the reported event has been established. Typically, we have seen that the motor will break free and become operable after a second or third characterization test. The root cause of the reported event was due to mechanical component failure.

Event description:
It was reported that the handpiece did not retract, showing homing failures. All the connections were reviewed. There was a max torque of 90. The handpiece was replaced to start with the case. The device was not being used with a patient during the event.